Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately one week after device replacement, the patient felt lightheaded. The right ventricular (rv) lead was noted to have high impedance. A polarity switch also occurred, and the rv lead was noted to have loss of capture in unipolar mode. The lead polarity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: icf09b52 implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced fatigue. The pacemaker could not be interrogated, did not respond to magnet mode, and exhibited no capture. Premature battery depletion was suspected with the implantable pulse generator (ipg), which was thought to be caused by high thresholds on the right ventricular (rv) lead. During the device replacement procedure, venous access was found to be occluded. The physician chose to leave the rv lead in place, and continue using it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.